Manufacturer narrative:
The actual date of event is unknown. Investigation summary: the reported issue that the pca pump does not recognize the prefilled ims morphine syringe could not be physically confirmed through device inspection or testing, as the devices were not returned for investigation. However, the reported syringe used by the user was not listed as a compatible consumable for the alaris¿ pca module and is not designed to be recognized by the device. Internal and external inspection could not be performed since no device was returned for investigation. The facility only provided photos showing that the pca did not recognize the installed 30ml morphine sulfate syringe. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. No suspect device or logs were returned for this investigation; therefore, a log analysis could not be performed. The bd alaris¿ system (v12.3) compatible disposables states the following: use only standard luer-lock syringes and infusion sets with integrated anti-siphon valves, designed for use on syringe-type pca module pumps. Ensure syringe sizes and models are compatible with the pca module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems. Medications delivered on the pca module must be prepared in a compatible syringe. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported issue that the pca pump does not recognize prefilled ims morphine syringe, is being attributed to the use of a prefilled morphine syringe that is not listed as a compatible consumable for the alaris pca module, per the bd alaris¿ system v12.3 compatible disposables documentation. The syringe used is not designed to be recognized by the pca module, resulting in the observed condition. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported, the customer was asking if/when the ims 30ml prefilled morphine syringes will be compatible with alaris devices. There was no patient involvement. Additional information provided 15may2026: customer states regarding the syringe compatibility issue; "there was no patient events, but this leads to less convenient access to readily available medication to be administered safely."